Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump has been alarming with multiple insulin flow blocked alarms. No further details were given. The customer was asked verbally and in written form to return the insulin pump for analysis; a replacement pump was shipped to the customer but the suspect pump has not been returned.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. No unexpected insulin flow blocked alarm noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.